Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "system would not pass prime" (failure to prime). The nurse reported, the "test" button was grayed out. The nurse called the company tech support specialist (tss) to assist with troubleshooting the system. The tss advised the nurse to clean the cassette sensor. The nurse cleaned the cassette sensor and the system recognized the cassette, but would not pass the probe test. The system was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and no problems were found. The system was then tested and met all product specifications. (B)(4).